Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was not completed. Vascular access was obtained via right radial artery. The de novo, eccentric, sub-totally occluded target lesion was located in the moderately tortuous and severely calcified ostial left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire guidewire were selected for use. During the procedure, ablation was conducted five times, but the device was unable to cross the target lesion. The system was then pulled out and upon inspection outside the patient, the physician observed the rotawire was kinked at the distal part, and the rotalink device was leaking. Consequently, the procedure was stopped, and the physician decided to refer the patient to the surgeon due to the complexity of the case (multivessel) and the cost for another pci attempt was higher compared to surgery. No complications were reported, and the patient was stable post procedure.